Manufacturer narrative:
The thunderbeat probe, tb-0520fcs, lot 93k 26, was returned to the service center for evaluation for error codes u509 and u510 during use. The user¿s complaint was confirmed. The probe was connected to the usg-400/esg-400 unit and a probe check was performed on the received condition device. The probe did not pass the probe check and produced an error code u509. A visual inspection of the probe was performed and some tissue build up was noted. The teflon pad was inspected and observed to be worn with no metal exposed. The distal end of the probe was inspected under the microscope and observed to have a crack in the probe. The switches, wiper, handle and jaw movement were tested and found to function normally and smooth. The handle load and the rotation of the knob torque were also inspected and observed to be normal and smooth in operation. Based upon the evaluation of the returned condition device, the cause of the probe damage/crack is attributed to the probe coming into contact with either a hard or metallic surface during activation. The observation of the worn teflon pad is attributed to no or insufficient tissue between the probe and jaw when the device is activated.

Event description:
The service center received a report of a thunderbeat probe, tb-0520fcs, lot number 93k 26, that produced error codes u509 and u510 while in use during a procedure. The thunderbeat probe, connection points to the generator, and cable were inspected prior to use in the procedure and no anomalies were observed. The physician was performing a therapeutic laparoscopic liver procedure and was executing seal and cut when the reported event occurred. The probe was removed and there was no damage observed on the probe or teflon pad. It was reported that no items broke off and fell into the patient and there was no bleeding caused by the event. The physician completed the procedure with a similar device and there was no patient injury.